Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4® platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to state that they developed a skin reaction with itchy, red, prickly bumps on (B)(6) 2015. The sensor was inserted on (B)(6) 2015 at the abdomen. The patient used a prescribed cortisone cream to treat the skin irritation. Patient stated that the irritation subsides after sensor removal. No additional event or patient information is available.